Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The patient went to their clinic, and the noise was reproducible with isometrics. The s-ICD system remains in service. No adverse patient effects were reported.